Manufacturer narrative:
(B)(4). The lot number 12g045 was manufactured between july 18, 2012 - july 19, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One unfilled unit was received for evaluation. Visual inspection confirmed the reported condition. A circular crack was found on the lavender coiled cap. Consequently, the cracked area completely detached itself from the unit. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that the pink top was broken off and detached from the main body of a small volume folfusor. It is unknown when the reported condition was occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.